Event description:
The surgeon attempted to implant a cc4204bf collamer plate lens but it jammed in the cartridge while being inserted. There was no pt contact or injury. The nurse stated it was unk as to why the lens jammed. An indigo-p injector and an sfc-25 fp cartridge were used but the nurse was unable to provide the lot numbers.